Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced pain, discharge, redness, hardness and swelling 2 cm around the stoma site. The patient was prescribed zinadol by the physician. On an unknown date, the patient visited the emergency room to evaluate the stoma site hardness. It was reported that pegj replacement was recommended to the patient. On an unknown date, the patient's pegj tubing was replaced.